Manufacturer narrative:
No root cause could be determined with the information provided. After the event, preventive maintenance was performed and the analyzer was cleaned and lubricated. The system was then initialized and quality control was performed with results in range. The calibration and quality control before the event did not exhibit an issue. The customer has not reported any further events. Based upon information provided, the customer was using a sample centrifugation time that may be too short.

Event description:
The customer received questionable troponin t stat (tnt) results on their e411 rack analyzer. The repeat testing was performed on another e411 analyzer the first patient's initial tnt result was <0.01 ng/ml. The repeat result was 0.024 ng/ml accompanied by a data flag. The second patient's initial tnt result was 0.049 ng/ml. The repeat result was 0.033 ng/ml. The customer considered the repeat results to be correct. The discrepant results were not reported outside the laboratory, so no corrected reports were necessary. There were no adverse events. The tnt reagent lot number was 16696601 and the expiration date was (B)(6) 2013. The field service representative could not determine the cause of the event. No corrective action was taken. All system checks passed without errors. Quality control was run within assay range. The customer ran a five sample instrument to instrument correlation with matching results.